Event description:
A pt reported that their one touch ultra meter displays "---" (three dashes) where the meter code should appear. The pt reported visiting a clinic to test their blood glucose level. They did not receive any medication or medical intervention. The issue was not resolved with troubleshooting and the meter was replaced. The pt did not report experiencing any symptoms at the time of the event. Based on the info provided, there is no evidence of an adverse event or harm to the pt.